Event description:
The customer contact reported that during maintenance testing at the user facility an abnormal audible tone was noted and the piezo alarm did not alarm when it should. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.